Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of pump head. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the flushing pump had defective water supply. There were no reports of patient harm.

Event description:
It was reported, the flushing pump had defective water supply. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.